Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5084451. It was reported that a female patient who underwent breast implant surgery procedure with mentor medical devices ( unk_saline implants date of implant (B)(6) 2010) has experienced bilateral breast pain. It was also reported that the patient developed breast lump on the left side. The patient also reported unexplained systemic symptoms, which included but not limited to ¿pain in right armpit. Pain at my incision site. Unexplained brain fog, memory problems, and joint pain ¿ no product malfunction, such as rupture, was reported. The root cause of the patient's symptoms are unclear. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the left side.